Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle pierced the sleeve of 85 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2b: medical device type: jka. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-oct-2025. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k982541. Investigation summary: bd received 96 samples and 2 photos for investigation. One of the customer photos shows a device with a sleeve that is side pierced. Out of the returned samples, 30 were visually inspected for bent np cannula and side pierced sleeves, and all samples passed as there was no evidence of defects, bent np cannula, or side pierced sleeves. Additionally, 10 returned samples underwent functional tests, and all samples passed as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Furthermore, 30 retained samples were visually inspected for side pierced sleeves, and all samples passed as there was no evidence of damage or side pierced sleeves. In addition, 10 retained samples underwent functional tests, and all samples passed as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non patient end of the needle pierced the sleeve of 85 units. No adverse impact was reported regarding the patient or user.